Event description:
It has been reported to philips that it was not possible to enable x-ray. The system could not be used, which delayed procedures. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event and delayed procedure since they are down to one room. The philips field service engineer (fse) inspected the system onsite and confirmed that the lab was turning on but wasn't able to enable x-ray. Review of the system log file showed that timeout establishing connection with the generator. Fse made backups of the generator and updated the tube and mains configuration. Restored the generator backup. Performed the tube adaptation, tube yield and edl calibrations. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.